Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The right ventricular (rv) lead integrity warning occurred for sensing integrity counter (sic) greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. Beginning on (B)(6) 2015, the ventricular sensing integrity counts went up to 3080 triggering a rv lead integrity alert. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. It was noted that the non-sustained ventricular tachycardia episode with evidence of lead noise oversensing led to inappropriate shock. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015 rv pacing impedance measured greater than 3000 ohms.

Event description:
It was reported that the patient received inappropriate shocks and the right ventricular (rv) lead exhibited high impedance and had a confirmed fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.